Event description:
Boston scientific received information that this implantable defibrillation lead exhibited a high out of range shock impedance measurement. It was reported the lead trends in the 100 ohm range. Pocket manipulation and isometrics were performed with no anomalies noted on the electrograms (egm). No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead will continue to be monitored via remote monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.